Event description:
The customer's mother reported a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to a problem with the mother board. No blank display was noted.